Event description:
Based on the recent study in the march jcm on false-susceptibility error rates for p. Aeruginosa with automated instruments, we have taken a look at our vitek ii results for piperacillin vs. P. Aeruginosa, using bk testing as the gold standard. One hundred one isolates were tested; we found a 5% very major error rate. All of these errors were for organisms with piperacillin mics of 32 or 64 -as measured by vitek-; in the group of 12 isolates, 5 were falsely susceptible. For all other mics, vitek and bk had absolute agreement. These data were collected using card #ast-gn09. Lot number 106028040, expires 09/20/07. The vitek 2 software is version 4.02.